Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was provided for an examination and root cause analysis in our service laboratory in melsungen. 1. Results: 1.1 a visual inspection was performed. The cover caps on the screw pillars and the seal on the lower housing are intact. 1.2 a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. 1.3 the device history files were read out and analysed. The day of occurrence from the complaint was chosen. A space line was inserted into the device on the (B)(6) 2021. The drug with the short name "tpnlip" was selected. The rate (2.2ml/h) and the time (24 hours) were selected. The infusion started at 18:44 pm and was stopped after 17 hours and 21 minutes manually. The actually infused volume, shown in the history files, matched the time-rate-calculation. 1.4 the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matched the required values and standards. All measured values are within our specification. 1.5 according to the mentioned malfunction of the device the air sensor was checked according to the technical safety check. All measured values are within our specifications. An air bubble was manually inserted into the line during an infusion. The device reacted to the air and alarmed properly with air bubble alarm. No deviations could be found. 1.6 to investigate the inside of the device, the device was completely disassembled. No damages or liquid residues could be found inside the device. 2. Judgment: 2.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. No product deviation.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory. If an investigation report is available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "pump did not alarm for air in line". According to customer: "reporter stated that he is sending this pump, infusomat space pump s/n (B)(4) with a user complaint and for further investigation. The pump was reported as faulty. The reporter stated that air managed to cross the tubing without the pump detecting it or alarming. The infusion lines, intrapur lipid 1.2 m & intrapur plus 0.2 m positive were in a "piggy back". The reported incident happened during the period of 1800 (B)(6) 2021) to 1200 (B)(6) 2021. There was no patient harm or injury as the infusion was stopped as per instruction. 05-feb-21 - the reporter confirmed that the product code of the set is 4186842sp and that the b/n is 20g09f0000. He did not know the date of occurrence or the measurement of the air noticed in the line but said he will try and retrieve this information".